Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the angle lever on the endoscope to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the device was inspected before use. The event was observed during a procedure and the procedure was completed.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had compromised image. Upon inspection of the customer¿s returned device it was observed, image noise was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bending section cover (a-rubber), and the video connector had a scratch, and the adhesive on the a-rubber had a chip. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.